Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 560 mg/dl. Customer administered a manual injection of insulin to address high bg.